Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran the occlusion test and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm during prime. Customer's blood glucose was unknown. Insulin did exit during manual prime. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.